Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced brief runs of ventricular tachycardia (vt) while on the telemetry unit. The patient was asymptomatic during the vt run. Imaging studies showed the inflow cannula position was most likely the cause for the vt runs and transient low flow alarms. The patient was asymptomatic and alarms were hindering during rehab. The patients speed was adjusted and volume was managed.

Event description:
Additional information: the patient was having asymptomatic non-sustained ventricular tachycardia and was started on amiodarone. There were no issues with the ectopy. The patient had no history of ectopy prior to implant and was possible that the device position triggered the ectopy. The patient was well and supported by anti-arrhythmia agents.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of inflow cannula malpositioning and low flow alarms could not be confirmed as no images or log files were submitted for review. A specific cause for these events could not be conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 5 of the IFU, entitled "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.